Event description:
The customer started to exhibit strange symptoms and was weak, sweaty and pale with blurred vision. Pt's family member used the device to check the blood glucose and the result was 111 mg/dl. Pt was taken to the hosp and the glucose was 26 mg/dl. Pt received treatment of a glucose IV. Controls were not used on the system. The device was replaced and requested to be returned for evaluation.